Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2195480. D.4. Medical device expiration date: 30-jun-2025. H.4. Device manufacture date: 04-aug-2022.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield had broken off and user sustained and needle stick injury. There was no report of user impact. The following information was provided by the initial reporter: staff had completed blood draw, used safety and placed needle on table. When she went to clean it up from the table she grabbed it and was too late to notice that the safety was broken. User sustained a needle stick injury.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield had broken off and user sustained and needle stick injury. There was no report of user impact. The following information was provided by the initial reporter: staff had completed blood draw, used safety and placed needle on table. When she went to clean it up from the table she grabbed it and was too late to notice that the safety was broken. User sustained a needle stick injury.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield had broken off and user sustained and needle stick injury. There was no report of user impact. The following information was provided by the initial reporter: staff had completed blood draw, used safety and placed needle on table. When she went to clean it up from the table she grabbed it and was too late to notice that the safety was broken. User sustained a needle stick injury.